Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the seam. The leak was observed during filling in the IV room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the reported lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.